Event description:
It was reported to philips that the system geometry could not be moved. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned by re-plugging the internal board in suite pc philips engineer. A philips field service engineer (fse) visited the site and detected a can board fault during the post self-check. Further troubleshooting identified the suite pc as the source of the issue. To resolve the problem, the fse replaced the suite pc and reinstalled the system software. The defective suite pc was sent back to philips for further analysis, which revealed a faulty motherboard. Following the replacement, the system was restored to good working order. The codes have been updated based on the investigation's outcome.